Event description:
It was reported that during da vinci-assisted surgical procedure, the tip of the harmonic ace instrument popped off. At the time the event occurred, an audible error was reportedly heard by the customer. The procedure was completed robotically using a backup instrument. The initial reporter believes the event occurred as a result of the harmonic ace instrument cutting through tough tissue such as fibroid uteri. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 30-jan-2026, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and appeared normal with no visible damage or abnormalities observed during the inspection. During surgery, the instrument was being used to dissect tough fibroid tissue when issues were noted. The surgeon believes that the firm nature of the fibroid tissue may have caused overuse of the instrument, leading to its malfunction, suggesting that the instrument was not designed to handle such tough tissue adequately. The exact duration the instrument was in use before the issue became apparent is unknown. While using the instrument, the surgeon noticed several functional problems: it was not working correctly, emitted abnormal noises, and became loose with continued activation. Firing was abnormal, raising safety concerns that the active tip might fragment. To mitigate risk, the device was discontinued before any actual fragmentation occurred. Importantly, at no point did the instrument collide with other instruments or hard materials; it was only in contact with the tissue being dissected. No fragments actually fell into the patient during an instrument tip or accessory collision, as the device was withdrawn prior to any fragmentation. When the instrument was removed (both before and after the potential breakage), the wrist was straightened each time, and no resistance was felt upon removal through the cannula. Post-removal, neither the cannula nor the instrument showed any signs of damage. Because no fragments were lost, there was no need to retrieve any, and confirmation of fragment retrieval or additional surgical intervention was not required. Consequently, no post-operative imaging (such as x-ray or ultrasound) was performed to check for retained fragments. The surgical procedure was completed successfully using a second device, and all steps were performed robotically. There was no injury to the patient, nor did the patient return to the hospital due to any post-surgical complications related to a retained foreign object. Since no fragments were lost or retrieved, the question of returning fragments to intuitive surgical, inc. (Isi) is not applicable. Likewise, there are no photographic images of the device or video recordings related to the procedure available for isi review.